Event description:
It was reported that the device was in use with patient for home infusion of penicillin. The reporter stated at the end of scheduled infusion the pump displayed 15 ml remained but the IV bag was examined and showed 110 ml remaining. No adverse effects to patient reported.